Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: pump reboot events and replace batter alarms were observed in the black box on 10/06/2015. The battery cap was unable to fully tighten due to damaged threads. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination on the inside of the battery compartment and on the underside of the battery cap. The pump intermittently powered on with the returned battery cap. The pump was exercised with a test battery cap for 24 hours with no power issues. A leak test showed that there was a leak at the battery compartment crack. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.